Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an intuitrak bifurcated stent graft, an infrarenal aortic extension and two (2) limb extensions. On an unknown date, a medtronic (non-endologix) endurant cuff was implanted with endostaples due to an unknown reason. Approximately four (4) years post initial procedure, the patient presented with an aortic rupture. The physician elected to treat the patient by implanting the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2014. Note: this report is only for the aaa rupture and the re-intervention that occurred in (B)(6) 2014. Another seven (7) years later, the patient complained of abdominal pain and the aneurysm sac was found to have increased in size measuring 14cm without an apparent endoleak. The physician implanted two (2) ovation ix iliac limbs. There were no endoleaks at the end of the procedure and the patient was discharged the following day. Reference MFR. Report # 3008011247-2022-00017 for this quaternary procedure on (B)(6) 2022. Note: as no product deficiency has been alleged regarding the previous secondary procedure with an endurant (non-endologix) device on an unknown date, a separate report will not be filed for that event unless a device failure is identified when investigating this case.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Clarification: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an intuitrak bifurcated stent graft, an infrarenal aortic (proximal) extension and two (2) limb extensions. Approximately two (2) years post initial procedure, the patient presented with a type ia and type ib endoleaks. The physician elected to treat the patient by implanting bilateral non-endologix stents in the iliac arteries and a palmaz stent in the aortic neck sometime in year 2013. Reference MFR. Report # 2031527-2022-00080 for this secondary procedure in 2013. Approximately two (2) years post secondary endovascular procedure, the patient presented with an aortic rupture. The physician elected to treat the patient by implanting the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2014. Additional information received per clinical assessment indicating that significant aneurysm sac growth, a type iii endoleak (at indeterminate origin) and a type ib endoleak also occurred at time of reported event. Note: this MDR (patient ID (B)(6)) is to address the event of type ib and type iii endoleaks with sac growth. Approximately seven (7) years post tertiary endovascular procedure, the patient presented with abdominal pain and an enlarged aaa (to 14cm) without an apparent endoleak. In addition, the right common iliac limb did not appear to have good wall apposition. The physician elected to treat the patient on (B)(6) 2022 by implanting two (2) ovation ix extender devices, over-sewing the lumbar arteries and closing the aneurysm sac. No endoleaks were identified at the conclusion of the (quaternary) procedure and the patient was discharged the following day. Additional information identified during clinical assessment; an indeterminate, proximal endoleak and aortic rupture also occurred at the time of the reported event. Reference MFR. Report # 3008011247-2022-00017 for this quaternary procedure in 2022.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported ruptured aaa and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ib endoleak (of the right common iliac artery), aneurysm sac growth (of 30.9mm) and a "type iii endoleak" (of indeterminate origin) also occurred that were not included in the event as reported. These findings were discovered during an examination of the operative note dated (B)(6) 2014. No procedure-related harms were identified. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. Contributing factors to the reported event include the concomitant use of a non-endologix cuff in the proximal aortic neck (off-label condition). The final patient status was reported as discharged on the seventh post-operative day in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem. D10 therapy dates. G4 awareness date. H6 health effect - clinical code; remove 2208. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.